Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" could be confirmed. During service the device condition was noted in the pre-repair assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device has hose damage. The device was not used in surgery. It is unknown if pt or user injury occurred. It is unknown if medical intervention occurred. There is no additional information provided.